Event description:
Sales manager reported that patient had a valve implanted and the doctor wanted to change the pressure from 100 to 80. At a pressure setting of 80, patient developed a subdural hemotoma. Therefore, the doctor implanted a competitors valve and that proved to be unsatisfactory. The surgeon then decided to implant another codman programmable valve, and it worked fine.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fall the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that, which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.